Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) male patient. Medical history included arterial atherosclerosis, hypertension, cataracts, abnormal t-wave in the heart, glucose network phase 2 (as reported). Concomitant medication included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25, 100 u/ml) via cartridge, twice daily (morning 35 units and night 33 units), subcutaneously for the treatment of diabetes mellitus, using reusable device humapen ergo, teal/clear, both beginning on an unknown date (for over 10 years). On an unknown date (over 10 years ago) when he started insulin lispro protamine suspension 75%/insulin lispro 25% therapy, he felt itch on the injection site. On an unknown date, his blood glucose was higher and higher (no values or reference ranges were provided). Because blood glucose was not controlled well, he had been admitted to hospital for six times (specific time unknown). In 2016, the injection button of a humapen could not be pushed down ((B)(4)/ lot number 0407a02). Information regarding corrective treatment and outcome for the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. In 2016, humapen ergo, teal/clear was stopped. The operator of the humapen ergo, teal/clear and his/her training status were not provided. The humapen ergo, teal/clear duration of use and suspect humapen ergo, teal/clear duration of use were not provided. The action taken with suspect humapen ergo, teal/clear was not reported and its return was expected. The reporting consumer did know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% and did not provide a relatedness assessment for the events to the humapen ergo, teal/clear. Update 31jan2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated (B)(6) 2018 in the describe event or problem field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo device could not be pushed down. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 0407a02, manufactured july 2004). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to dose accuracy or pen jam. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (2004), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. There is evidence of improper use. Based on the manufacture date, it is likely the patient used the device beyond the recommended use period. It is unknown if is this is relevant to the event of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) male patient. Medical history included arterial atherosclerosis, hypertension, cataracts, abnormal t-wave in the heart, glucose network phase 2 (as reported). Concomitant medication included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25, 100u/ml) via cartridge, twice daily (morning 35 units and night 33 units), subcutaneously for the treatment of diabetes mellitus, using a reusable humapen ergo (teal/clear) device, both beginning on an unknown date (for over 10 years). On an unknown date (over 10 years ago) when he started insulin lispro protamine suspension 75%/insulin lispro 25% therapy, he felt itch on the injection site. On an unknown date, his blood glucose was higher and higher (no values or reference ranges were provided). Because blood glucose was not controlled well, he had been admitted to hospital for six times (specific time unknown). In 2016, the injection button of a humapen ergo (teal/clear) device could not be pushed down ((B)(4)/ lot number 0407a02). It was likely that he used the device beyond the recommended use of three years. Information regarding corrective treatment and outcome for the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. In 2016, humapen ergo (teal/clear) device was stopped. The operator of the humapen ergo (teal/clear) device and his/her training status were not provided. The humapen ergo (teal/clear ) model duration of use and suspect humapen ergo (teal/clear) device duration of use were not provided. The suspect humapen ergo (teal/clear) device, which was manufactured in jul2004, was not returned to the manufacturer. The reporting consumer did know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% and did not provide a relatedness assessment for the events to the humapen ergo (teal/clear) pen. Update 31jan2018: updated medwatch fields for expedited device reporting. No new information added. Update 20feb2018: additional information received on 20feb2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 0407a02 of humapen ergo (teal/clear) device. Corresponding fields and narrative updated accordingly.